Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
(B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Results: the translux power blue has a two year warranty. This unit is 3.5 years old and has exceeded the warranty period. Results code: and conclusion code: the unit would not turn on or charge when received. Evaluation of not curing complaint was therefore not possible. On (B)(4) 2013 received hand piece ll443, base ll443, power cord, and light guide all box rc299. The hand piece does not illuminate at all. The contacts appear clean. The light guide is intact but has a dark line in it. I plugged the base into an outlet and the light on the base flashed green twice and became solid green. I seated the hand piece in the base and the light on the base flashed green twice and became solid green. The hand piece does not illuminate. I seated the hand piece in a base I know to charge properly, hi382, and received the same results. The complaint is confirmed for a hand piece failure, unit is out of warranty.